Manufacturer narrative:
Device is combination product. Device evaluated by MFR: promus element plus, mr, ous 2.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found the 1st proximal stent strut row was lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and was within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on the product analysis completed on 7 nov 2019. It was reported no cross occurred. A promus element plus,mr,ous 2.50x32mm was selected for a percutaneous coronary intervention (pci). The intended lesion to be treated was located in the left anterior descending (lad) artery, which was 95% stenosed, moderately tortuous and calcified, 32mm in length, with a vessel diameter of 2.5mm. The 2.50x32mm stent was advanced but was unable to cross the lesion. The procedure was completed with a different device and the patient was noted to be stable. However, the returned product analysis revealed stent damage.